Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended due to intrinsic beats and noise. The most recent stored right atrial automatic threshold (raat) test showed a loss of capture (loc) on this right ventricular (rv) lead and the most recent stored right ventricular automatic threshold (rvat) test recorded the rv threshold at 4v (volts). The trend data shows the rv threshold increasing from 0.3v to 5v since implant. The rv intrinsic amplitudes range from out-of-range at less than 3mv (millivolts) to 14.4mv with a pacing output currently programmed at fixed 7.5v @ 2.0ms (milliseconds). The pacing impedance measurement has remained stable at 340 ohms. The presenting electrogram (egm) shows appropriate sensing observed at programmed sensitivity automatic gain control (agc) 0.6mv. An in-clinic review to assess the rv lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the lead and device remain in service. No adverse patient effects were reported.